Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information the cause of the event cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a 23mm aortic valve was disabled after an implant duration of approximately 11 years, 11 months, due to unknown reason. A second device, a 23mm transcatheter valve, was implanted in the aortic position via a valve-in-valve procedure. No additional details provided.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. (B)(4).

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to severe symptomatic aortic stenosis. Post-procedure echocardiogram showed appropriate function of the prosthetic aortic valve and no significant aortic insufficiency (trace central aortic regurgitation and no paravalvular leak). There were no complications and the patient was transferred to the cicu in satisfactory condition after having tolerated the procedure well. This male patient was later discharged on post-operative day #4.